Event description:
It was reported that at the end of summer/fall 2012, the patient would turn stimulation on and would get electric shocks up and down both legs, lower back, and thoracic area of back. In (B)(6) 2012, the patient went in for programming and the shocking pain went away ¿a little bit.¿ the patient then lost weight, which caused more shocking pain. About 3 weeks prior to the report, the patient had scheduled an appointment with her doctor, but had to cancel. The patient had not felt stimulation or charged for over 4 months. On (B)(6) 2013, the patient fell in the shower, but prior to that has had no falls or trauma. Of note, the patient had an infestation of bed bugs and thought the bugs were inside the programmer and the recharger. The patient was redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v204303, implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3888-56, lot# v210855, implanted: (B)(6) 2009, product type: lead. (B)(4).